Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a polarx balloon catheter was selected for use. However, a blood error message was displayed after performing applications in the left pulmonary veins and switching to the right inferior pulmonary vein. The physician tried to connect another electrical cable, but the error persisted, then, he tried restarting the console, but it does not resolve the issue. Finally, he decided to replace the balloon and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to be returned for laboratory analysis.